Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and thyroid cancer ('thyroid cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune symptoms"), muscle twitching ("twitching"), arthralgia ("joint pain"), hypoaesthesia ("numbness in my hands and feet"), paraesthesia ("pins and needles and numbness in my hands and feet"), restless legs syndrome ("restless leg syndrome"), insomnia ("not a stitch of sleep"), fall ("collapsed in target"), stress ("stress"), anxiety ("anxiety"), visual impairment ("little vision"), pain in extremity ("my left arm hurt"), pain ("whole body pain"), pruritus ("itchy whole body"), alopecia ("hair falling out in handfull as well") and fatigue ("fatigue") and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (planned to undergo hyst for essure removal of on october/hyst and bilateral salphingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, muscle twitching, hypoaesthesia, paraesthesia, insomnia, fall, stress, anxiety, visual impairment, thyroid cancer, pain in extremity, pain, pruritus, alopecia and fatigue outcome was unknown and the arthralgia and restless legs syndrome had not resolved. The reporter considered alopecia, anxiety, arthralgia, autoimmune disorder, fall, fatigue, hypoaesthesia, insomnia, muscle twitching, pain, pain in extremity, paraesthesia, pelvic pain, pruritus, restless legs syndrome, stress, thyroid cancer and visual impairment to be related to essure. The reporter commented: she had query whether anyone had restless body syndrome. She felt like whole parts of her body were going numb and she had to keep moving and kicking and stretching all night. She felt insane like she was going insane, only more physically that mentally. She was tossing, turning, almost thrashing about entire night. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: arthralgia, autoimmune disorder, hypoaesthesia, muscle twitching, paraesthesia, pelvic pain and restless legs syndrome. Concerning the injuries reported in this case, the following one were reported via social media: stress, anxiety, visual impairment and thyroid cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: new reporter added, new event added (fatigue). On 23-mar-2020: content received from social media: outcome changed from unknown to not recovered for events restless leg syndrome and joint pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune symptoms') and thyroid cancer ('thyroid cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), muscle twitching ("twitching"), arthralgia ("joint pain"), hypoaesthesia ("numbness in my hands and feet"), paraesthesia ("pins and needles and numbness in my hands and feet"), restless legs syndrome ("restless leg syndrome"), insomnia ("not a stitch of sleep"), fall ("collapsed in target"), stress ("stress"), anxiety ("anxiety") and visual impairment ("little vision") and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (planned to undergo hyst for essure removal of on october/hyst and bilateral salphingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, muscle twitching, arthralgia, hypoaesthesia, paraesthesia, restless legs syndrome, insomnia, fall, stress, anxiety, visual impairment and thyroid cancer outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, fall, hypoaesthesia, insomnia, muscle twitching, paraesthesia, pelvic pain, restless legs syndrome, stress, thyroid cancer and visual impairment to be related to essure. The reporter commented: she had query whether anyone had restless body syndrome. She felt like whole parts of her body were going numb and she had to keep moving and kicking and stretching all night. She felt insane like she was going insane, only more physically that mentally. She was tossing, turning, almost thrashing about entire night. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: arthralgia, autoimmune disorder, hypoaesthesia, muscle twitching, paraesthesia, pelvic pain and restless legs syndrome. Concerning the injuries reported in this case, the following one were reported via social media: stress, anxiety, visual impairment and thyroid cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. Date of explant added. New events were added: stress, anxiety, little vision and thyroid cancer. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('autoimmune symptoms') and thyroid cancer ('thyroid cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), muscle twitching ("twitching"), arthralgia ("joint pain"), hypoaesthesia ("numbness in my hands and feet"), paraesthesia ("pins and needles and numbness in my hands and feet"), restless legs syndrome ("restless leg syndrome"), insomnia ("not a stitch of sleep"), fall ("collapsed in target"), stress ("stress"), anxiety ("anxiety"), visual impairment ("little vision") and pain in extremity ("my left arm hurt") and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (planned to undergo hyst for essure removal of on october/hyst and bilateral salphingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, muscle twitching, arthralgia, hypoaesthesia, paraesthesia, restless legs syndrome, insomnia, fall, stress, anxiety, visual impairment, thyroid cancer and pain in extremity outcome was unknown. The reporter considered anxiety, arthralgia, autoimmune disorder, fall, hypoaesthesia, insomnia, muscle twitching, pain in extremity, paraesthesia, pelvic pain, restless legs syndrome, stress, thyroid cancer and visual impairment to be related to essure. The reporter commented: she had query whether anyone had restless body syndrome. She felt like whole parts of her body were going numb and she had to keep moving and kicking and stretching all night. She felt insane like she was going insane, only more physically that mentally. She was tossing, turning, almost thrashing about entire night. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: arthralgia, autoimmune disorder, hypoaesthesia, muscle twitching, paraesthesia, pelvic pain and restless legs syndrome. Concerning the injuries reported in this case, the following one were reported via social media: stress, anxiety, visual impairment and thyroid cancer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media case received. Event pain in extremity was added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune symptoms') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), muscle twitching ("twitching"), arthralgia ("joint pain"), hypoaesthesia ("numbness in my hands and feet"), paraesthesia ("pins and needles and numbness in my hands and feet"), restless legs syndrome ("restless leg syndrome"), insomnia ("not a stitch of sleep") and fall ("collapsed in target"). The patient was treated with surgery (she had planned to undergo hysterectomy for essure removal of essure on october). At the time of the report, the pelvic pain, autoimmune disorder, muscle twitching, arthralgia, hypoaesthesia, paraesthesia, restless legs syndrome, insomnia and fall outcome was unknown. The reporter considered arthralgia, autoimmune disorder, fall, hypoaesthesia, insomnia, muscle twitching, paraesthesia, pelvic pain and restless legs syndrome to be related to essure. The reporter commented: she had query whether anyone had restless body syndrome. She felt like whole parts of her body were going numb and she had to keep moving and kicking and stretching all night. She felt insane like she was going insane, only more physically that mentally. She was tossing, turning, almost thrashing about entire night. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: arthralgia, autoimmune disorder, hypoaesthesia, muscle twitching, paraesthesia, pelvic pain and restless legs syndrome. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.